Event description:
Customer reportedly received the following results on the advantage system within 11 minutes: 69 mg/dl, 173 mg/dl, and 78 mg/dl. Customer was feeling weak, shaky, and had blurred vision with the first two readings. Customer self-treated with cereal and retested at 78 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.